Event description:
It was reported that at approx. 350,000 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to exit the top of the fiber instead of the side. The issue was reported to have occurred near the end of the prostate procedure; the procedure was completed and a second fiber was not required. The surgical fiber was reported to have been disposed of; no additional product information is available. Patient outcome was reported as "fine" - there was no patient injury reported.